Event description:
It was reported the patient's stimulation turned off when the patient connects or disconnects his programmer from the implantable neurostimulator (ins). Surgical intervention was undertaken and the ins was explanted and replaced. Reportedly, effective therapy was received postoperatively.